Event description:
Customer reports the following: "pump from sicu reported to biomed: "the device was in a constant alarm state (alarm bolus complete) . No patient harm was reported. I was able to power down the unit after a long press of the power button. Inspected the alarm logs and found the following: alarm bolus complete. Alarm air in line. Did not see anything in the safety management log nothing could be found for the reason why the alarm could not cleared / stopped. Biomed performed 2 test infusions and no problems canceling bolus alarms.". Preliminary evaluation of the logs indicate that this was a linux crash. This stopped an active infusion. Reporting due to the referenced technical issue; no adverse effects or serious injuries were reported. More information is needed to complete the investigation.